Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon able to achieve full ablation of the target. The medtronic representative also reported there was no indication from the surgeon that any piece of the charred catheters were left in the patient. It is believed the catheters were intact when removed.

Event description:
A medtronic representative reported that both visualase fibers were charred during a three lesion laser inducted surgery. The issue was identified when a leak in the catheter was noticed. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement device shipped to site. Medtronic investigation of returned suspect device finds that both catheters are charred as reported. Not able to see any charring on the fiber. On 07/06/201 engineering evaluation re: the two returned catheters and one returned fiber. Catheters appeared intact, however, had visible char on each. The second cooling catheter system (ccs) was received bent at the charred portion of the device. Unsure when bending occurred. Magnified view of the tip of the first of two catheters returned. The tip of the catheter has melted through, possibly leaking saline fluid from the tip, and the char stuck to the side of the ccs suggests a possible small hole in the side wall of the catheter, as well. The laser diffusing fiber (the diffusing tip) was likely positioned close to the tip of the ccs. View of the body of the second of two catheters returned in case 00579829. The tip of the ccs appears pristine. The body of the ccs is charred and melted, likely causing a hole in the side wall of the catheter. The ldf was likely placed in a position in the ccs where the char is located, thus explaining the preserved appearance of the ccs tip. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.